Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report an unresponsive keypad, a broken battery cap, and possible moisture exposure to the insulin pump. The customer stated they had been at the beach. The customer's blood glucose level was 67 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. The pump had moisture damage on the motor assembly. No moisture damage was noted on the electronic assembly. The pump had a broken battery cap, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip and minor scratches on the lcd window.